Event description:
A customer reported ¿discrepant patient results for hba1c¿ on the g8 analyzer. Several patient sample runs from previous week were questioned by the physician. The physician requested rerun, and the tests were repeated on (B)(6) 2025, results were lower which aligned with the physician¿s expectations. The initial reported result was 6.6% with a retention time (rt) of 0.57 minutes and rerun result was 5.3% with rt of 0.58 minutes. Upon reviewing previous results, all were found to have rt of 0.57 minutes, with some ¿flagged hbe suspected¿. The technical support specialist (tss) instructed the customer to decrease the flow factor and rerun the samples. As a result, the rt increased to 0.58 minutes ¿ 0.59 minutes, and no flags reoccurred. The investigation determined that an increased pump speed corrected the rt and resolved the complaint. No further information was provided for other patients¿ sample results. No patient treatment was impacted by the incorrect results. Tss confirmed the g8 analyzer is functioning as expected. No further action required by tosoh. There was no indication of any patient intervention or adverse health consequences due to the reported event.

Manufacturer narrative:
A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(6) through the aware date. There were no similar complaints identified during the search period. The g8 variant analysis mode operator¿s manual v 3.4 under chapter 1: introduction and applications: limitations of the procedure: total area dilution studies demonstrate that the assay is linear from a total area of 500 to 4000. However, the optimum total area is 700 to 3000. Abnormal red cell survival: the life span of red blood cells is shortened in patients with hemolytic anemias, and the actual life span depends upon the severity of the anemia. As a consequence, specimens from such patients may exhibit decreased glycohemoglobin levels compared to patients with normal red cell life span. The life span of red blood cells is lengthened in polycythemia or post-splenectomy patients. Specimens from such patients may exhibit increased glycohemoglobin levels. Hemoglobinopathies: the most commonly observed hemoglobin variants are hbs, hbc, hbd and hbe. These variants in their heterozygous state elute after the hba0 peak in their designated windows: hbs (h-v1 peak), hbd (h-v0 peak) and hbc (h-v2 peak). The hbe (p-hv3 peak) appears between sa1c and hba0 peaks. In all these cases, the sa1c% is reportable when these hemoglobin variants are present in the heterozygous state. When either of these hemoglobin variants is identified, the sa1c% is calculated in a proprietary way, depending on the type of hemoglobin variant, based on the area of sa1c, the area of identified hemoglobin variant and other peaks. When a p-hv3 peak is detected, a flag 43 is also reported. Glycemic monitoring for any patients displaying any homozygous hemoglobin (other than hbaa) such as hbss, hbcc or the double heterozygous sc, cannot be performed using sa1c because there is no hemoglobin a present. Alternative testing is mandatory for these types of patients. The most probable cause of the reported discrepant result for hba1c was due to the need to increase the pump speed which corrected the retention time.